Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation at the inflation test. Air leakage was observed from the distal lumen. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon inflated but did not maintain inflation due to leakage from inflation lumen near distal end of thermal filament mid-form. A slit, about 0.05" long was found at this location. The slit entered inflation lumen. A CAPA is in process for slit in catheter body related to balloon inflation.